Manufacturer narrative:
Follow-up # 1 date of submission 05/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history showed a 21.50 unit bolus program on the event date and 8.05 unit bolus delivery due to a partial delivery, user aborted alarm. The pump was inspected and the keypad buttons were found to be responsive with no observations of hyper sensitivity. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 1 unit per hour basal rate was programmed in the pump and was executed for 24 hours; no alarms or warnings occurred during this time period. The complaint could not be duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient alleged a bolus delivery without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.